Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the ECG electrodes. The area was described as skin irritation. The patient reported medical treatment of the skin irritation with bepanthen ointment and baby powder. It is unclear if a medical professional recommended the treatment. During a follow up, the patient reported that the irritation had healed. Reporting out of an abundance of caution.